Event description:
Caller reported a malfunction on the pump, identified with a malfunction code malf 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and provided the caller with instructions on storage mode and the return process. The caller acknowledged understanding these instructions and planned to use mdi as backup therapy for insulin delivery until the replacement pump arrives.